Event description:
User experiencing discrepant calcium results for approximately 100 samples some 2007. Only one example was provided, which occurred in 2008: initial result 8.8 mg/dl; repeat 8.8 mg/dl. Same sample repeated using different methodology gave result of 9.6 mg/dl, erroneous result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy, however, did replace the sample probe. Performance tests were performed and within specification.